Event description:
It was reported the internal neurostimulator (ins) had flipped in the pocket. The ins was completely depleted and the patient was unable charge. The patient had revision surgery to correct the ins position and was able to charge and program the ins right after the procedure. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3 7754, serial# (B)(4), product type: recharger. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received from the consumer reported that the implantable neurostimulator (ins) had moved a week after implant because the doctor didn't sew it down enough. Prior to the revision the patient was unable to charge their ins. After the revision they were able to charge without issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that there was an implantable neurostimulator (ins) pocket issue; the ins was loose and it was unknown if it had tilted. There were no falls or trauma associated with this event. A revision had occurred to resolve the event. During the revision, there were no allegation of a system use issue, and the patient had recovered completely. Since implant, the patient had to lie on a book to get the ins to stay flat and get 8 coupling boxes, and then she could not charge all together. The ins was moving around. The patient and the manufacturer representative could not charge it. It was reported that they were unsure if it had flipped, but the ins had moved. The healthcare professional went in and re-anchored the ins down; this resolved the issue.

Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ lead product ID 3778-45 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ lead product ID 37754 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37744 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient. (B)(4).